Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited apparent air that could not be aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After insertion of the sheath into the patient a farawave catheter was inserted into it. An attempt to draw out air from the sheath with a syringe was made, but the air could not be aspirated. The farawave catheter was replaced, but the issue repeated afterwards. The faradrive sheath was also replaced, but this did not resolve the issue either. It was speculated that the issue may not have been air ingress due to the inability to aspirate the sheathes, but there was no conclusive determination on the matter. A judgement call was made by the physician to continue the procedure with the second sheath, which was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. The sheath did not fail leak and aspiration testing as the device was able to maintain pressure within the sheath. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit. Although the device passed leak and aspiration testing, these defects could have compromised the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited apparent air that could not be aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After insertion of the sheath into the patient a farawave catheter was inserted into it. An attempt to draw out air from the sheath with a syringe was made, but the air could not be aspirated. The farawave catheter was replaced, but the issue repeated afterwards. The faradrive sheath was also replaced, but this did not resolve the issue either. It was speculated that the issue may not have been air ingress due to the inability to aspirate the sheathes, but there was no conclusive determination on the matter. A judgement call was made by the physician to continue the procedure with the second sheath, which was completed with no patient complications. The device is expected to be returned for analysis.